Event description:
A home pt contacted baxter's tech service center regarding an alarm that read "check your position." The home pt stated there was air in the pt line. Baxter's technical service representative instructed the home pt to start over with new supplies. The home pt does not recall details of the reported incident. No pt injury or pt injury was associated with this report per the home pt.